Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported implant is "sitting higher" than normal. Later, healthcare professional reported capsular contracture baker grade IV and "migraines". This record is for the left side. The device was explanted and replaced. It is unknown if the device will be returned. Patient was prescribed ubrelvy.